Manufacturer narrative:
On 30-sep-2021 the field service engineer (fse) replaced the gear pump and probes were adjusted. Precision check results were acceptable. The customer has had no further issues. The service actions resolved the issue.

Manufacturer narrative:
The precision check from 01-oct-2021 suggests an issue with reagent pipetting. The gear pump head was last replaced in (B)(6) 2018. The investigation is ongoing.

Event description:
There was an allegation of discrepant results for 1 patient sample tested for ldl-cholesterol gen.3 (ldlc3) and hdl-cholesterol gen.4 (hdlc4) on a cobas 6000 c (501) module. The initial ldlc3 result from the c501 module was 80.5 (units of measure not provided). The repeat from the c501 module was 78.0. The sample was tested by the beckman coulter method and the result was 191 mg/dl. The initial hdlc4 result from the c501 module was 29.9 (units of measure not provided). The repeat from the c501 module was 29.2. The sample was tested by the beckman coulter method and the result was 48 mg/dl. No questionable results were reported outside of the laboratory. The ldlc3 and hdlc4 reagent lot numbers with expiration dates were not provided.